Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device cut and staple completely? No. Or did the device not fire at all? The device jammed and would not open. What firing did the issue occur? Cannot answer. Was buttressing being used? Cannot answer. What color cartridge was being used? Blue.

Event description:
It was reported that during an unknown procedure, staples jammed and would not re-open to fire staples. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.